Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on (B)(6) 2022 because of reduced clarity of speech understanding. The issue has been noticed for the last 4 days.

Event description:
The user visited the clinic on (B)(6) 2022 because of reduced clarity of speech understanding. The issue has been noticed for the last 4 days.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. Reportedly the recipient was re-mapped is doing better now. The device remains implanted and in use.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user visited the clinic on (B)(6) 2022 because of reduced clarity of speech understanding. The issue has been noticed for the last 4 days.the user has been re-implanted.